Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the motor torque of the sternal saw was not sufficient to cut the sternum. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. Per clinical review on (B)(4) 2013: the complaint stated that during the sternotomy, the sternal saw was not able to generate adequate torque to allow the saw to complete the sternotomy process. According to the hospital, the saw was tested prior to the sternotomy and it appeared to function adequately. There was back-up equipment in the operating theater. The original hand piece was used and a back-up motor and foot switch were used to complete the sternotomy. There was a delay of thirty seconds. The pt was not in any clinical distress, as a result of this incident. There was no additional bleeding or damage of the sternum due to this incident.